Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication for a performance issue of reagent. The investigation found the sample centrifugation time was insufficient according to the tube manufacturer's recommendations. The investigation reviewed the system's alarm trace and found an "abnormal probe sucking" alarm. This is an indication of possible poor sample quality. The customer cleaned the sample probe and confirmed the results looked better. The field service engineer checked the system, replaced the sample probe, and made system adjustments. He performed precision testing with acceptable results. The customer performed calibration and qc with passing results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 4000 c (311) stand alone system. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on a different cobas 4000 c (311) stand alone system due to the na result not matching the cl result. The patient's initial na result was 150 mmol/l. The patient's repeat na result was 130 mmol/l. The customer determined the repeat result was correct. The na electrode lot number was k12 with an expiration date 24-nov-2021.